Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device does not pass self-test. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer's site. The investigation concludes that no further action is warranted at this time. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx device does not pass operational tests and keeps beeping. There was no reported patient involvement.